Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range (oor) pacing impedances, measuring less than 200 ohms. In addition, noise was oversensed which resulted in inappropriate atrial tachy response (atr) episodes. Fluoroscopy was performed and no damage was seen. Subsequently, a revision procedure was performed. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.